Event description:
A (B)(6) female pt called zoll customer support to report her monitor was showing a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon inspection the belt connector mounting tabs on the monitor belt receptacle were snapped off, causing the belt connector to hand loose. The root cause of the defective monitor cannot be positively identified but is likely due to physical trauma. No adverse event resulted from the defective charger/modem. The pt received a replacement monitor.